Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported a balloon burst. The tube was in place for two weeks, and the balloon burst on (B)(6), 2010.